Event description:
Patient brought into magnetic resonance imaging (MRI) room on vortran and transferred to MRI table. Patient was tolerating vortran well until vortran pressure monometer suddenly stopped and patient was no longer breathing.